Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication) error message was that fluid invaded the scope connector during device handling by the user. That caused an abnormality of electronical component, temporarily displayed error message. The biopsy channel port touched the metal of cleaning brush and endo therapy accessory at withdrawal/insertion of these products during device handling by the user resulting in the instrument channel blockages/restrictions. The event can be detected/prevented by following the instructions for use which state: ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. -inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: grip is dirty; light guide cover is dirty; control unit has corrosion due to water leakage; plug unit has corrosion due to water leakage; plastic distal end cover unit has corrosion due to water leakage: circuit board unit in suction connector has corrosion due to water leakage; suction connector has corrosion due to water leakage; micro connector unit in suction connector has corrosion due to water leakage; channel tube tube damaged inside and brush cannot be inserted smoothly; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to damage on insertion tube rotation ring, connecting tube does not rotate smoothly; insertion tube rotation ring is dirty; plastic distal end cover is chipped; connecting tube has a dent. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a b30 scope communication error message. The issue occurred during the preparation for use. There were no reports of patient or user harm associated with this event.